Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 400+ mg/dl. The customer received no delivery alarm and does not know how long the reservoir stopped delivering insulin. The customer reported the alarm occurred during bolus. The customer also received motor error. The customer declined to troubleshoot for high readings.